Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after starting treatment with a polyflux 170h, the patient experienced abdominal pain, profuse sweating, and a drop in blood pressure to 100/59 mmhg. The patient was administered dexamethasone (intravenously, 10 mg) and oxygen. The symptoms subsided and the dialysis treatment was continued (with another filter) with no issues noted. No additional information is available.